Event description:
Dealer states, unit alarms intermittently and is weak.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Manufacturer narrative:
The device was evaluated by the returns department which found that the controls are short circuiting.

Event description:
Dealer states, unit alarms intermittently and is weak.